Event description:
The event is reported as: the customer alleges that when attaching the device to the flow meter (at 2l) a loud bubbling noise was heard from the bottle and then water began pouring out of the nasal prongs soaking the patient's bed. The nasal cannula was not on the patient at the time of the alleged issue. No report of patient injury or delay in treatment.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review was performed since customer did not provide lot number for defective sample. No sample available from the customer to investigate. Teleflex will continue to monitor feedback from the customers on issues related to loud bubbling noise coming from a bottle reservoir and leaking. The complaint not confirmed. Root cause unknown.